Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose level. Reportedly, the low bg level was not related to the pump or supplies. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.